Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 483mg/dl. Troubleshooting was performed. Ran the displacement test and failed. Assisted the customer with manual prime and fixed prime, but the insulin pump did not alarm. Explained the caller that it may be related to connection issues. Instructed the customer to change the reservoir to continue testing, but she declined. Advised the caller to call back if issues continue. The customer mentioned being in the hospital for a week for non diabetes related issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.